Event description:
During a ptca / stenting treatment procedure, the tip of the pt2 moderate support 185 cm star guidewire fractured off and remains in the patient's body. The lesion being treated was a calcified, 90% stenotic lesion in the junction of the proximal left anterior descending and the 1st diagnonal branch coronary arteries. The physician used an 8f mach cls 3.5 sh introducer sheath for vascular access. He then proceeded to deliver a cypher 2.5/18 mm stent along a pt2 ms guidewire (#1) in the 1st diagonal branch. Then the physician delivered a cypher 3.5/23 mm stent along another pt2 ms guidewire (#2) in the proximal lad and carried out a crush-stent technique. Subsequently, the physician delivered a viva 20/1.5 mm balloon along pt2 guidewire #1 in an effort to post-dilate the cypher stent in the 1st diagonal branch, but was not able to pass the lesion. When he tried to reposition the pt2 ms guidewire #1, the tip broke off after becoming caught on the cypher 2.5/18 mm stent. The physician secured the fractured wire tip in place by further deploying the cypher 2.5/18 mm stent. The procedure was successfully completed. No patient complications were reported. Patient status is reported as `good'.

Event description:
The customer's complaint was confirmed. Approximately .090" plus .455" of the stainless steel tip are missing from the wire. The fractured segment was not returned. The returned portion of wire measures 183cm in length. No other defects were noted. The poly was removed from the fractured wire and was sent to the sem lab for fracture analysis: analysis results indicate evidence of equifaxed dimple ruptures, indicating a tensile-overload-type fracture. The cl at the fracture site is .003". The sem lab results were reviewed by a materialography expert. The results indicate ductile fatigue initiation on the lateral surface of the proximal fracture surface. The fatigue crack propagation was followed by a tensile overload. Much of the fracture surface circumference, including initiation site, was rendered featureless by mechanical surgace abrasion with a material of the same or greater hardness. No other companies have been received for this particular batch of devices. The shop floor paperwork for this batch has been reviewed and no issues or discrepencies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met matrial, assembly and performance specifications. The root cause of the difficulties experienced during the procedure were attributed to the method of use. Corrective actions have been implemented to eliminate and mitigate aganst a recurrence of this event. The dfu cautions: "do not torque advance or withdraw the guide wire if significant resistance is felt. Resistance may be felt and/or observed under fluroscopy by noting any buckling of the wire tip. Torquing, advancing or withdrawing a guide wire against significant resistance may cause vessel damage, guide wire damage and.or guide wire tip separation.